Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and found that valve vl103 was faulty, causing the leak. The fse replaced the valve resolving the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported approximately 2 drops of uncontained red fluid leaked from the probe in a unicel dxh 800 coulter cellular analysis system following each aspiration while cycling patient samples. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.